Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll had absence of stop ring. It was reported that when reconstituting a botulinum toxin solution, the nurse used the syringe to withdraw saline, which spilled onto the trolley. The syringe did not have a stop at the end of the plunger. Risk of losing an expensive product. Risk of skin exposure to botulinum toxin. When did the incident occur? During use. The plunger comes out of the barrel. Action taken- another syringe was used. Neither the patient nor the user suffered any harm.

Event description:
This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 14591829.